Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated no impact related to device, no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A higher positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy was 10.5mm, clear of calcification and tortuosity, with a measured deployment depth of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the edwards procedural sheath. Following the tavr procedure, activated clotting time (act) was less than 250, heparin and protamin were administered, and a 18f manta was deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not go through the hemostatic valve. The physician continued to attempt and was able to insert the device through the hemostatic valve, connecting the manta closure to the sheath hub, and deploying the device without further complication. Following deployment, an angio indicated a good deployment, the site appeared clear, and time to hemostasis was immediate. Moments later, the site began to bleed and the angio indicated the vessel was bleeding. Balloon inflations were applied, and a stent was placed. The manta device migrated down the patient's leg and the physician placed another stent over the manta lock and applied balloon inflation to the stent. The patient did not experience any harm, injury, or health consequence due to this event. Post-procedure patient outcome was fine. Multiple causes for extended hemostasis requiring a stent have been established; however, the exact cause for this extended hemostasis requiring a stent is likely due to user error. The root cause of the implant not being effective in creating hemostasis requiring multiple stent placement potentially is contributed to two factors. Continuing attempting to connect the device to the sheath hub while experiencing severe resistance potentially forcing the device deeper into the vessel and deploying manta in a higher positioned access. A higher positioned access site can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site, more difficulty in controlling bleeding, and is likely caused by a malpositioned anchor. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed; and stent placement is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting was used for treatment. The risk of hemostasis failure, and access bleeding are recorded as adverse events in the manta instructions for use (IFU) and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported that: "bypass tube was difficult to pass into the manta sheath but was able to connect. Post image post deployment looked good at the site. Shortly after , bleeding started from the site and bleeding from the vessel on imaging. Had to balloon and stent. Manta moved and shifted down the leg. They used another stent where the lock had shifted to and then ballooned the stent." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain higher access in the right common femoral artery. Vessel size was 10.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Act was 250 and both heparin and protamine were administered during the procedure. Systolic blood pressure was 250. Time to hemostasis was immediate but then it started bleeding. The patient was reported as fine post the stenting.

Event description:
It was reported that: "bypass tube was difficult to pass into the manta sheath but was able to connect. Post image post deployment looked good at the site. Shortly after , bleeding started from the site and bleeding from the vessel on imaging. Had to balloon and stent. Manta moved and shifted down the leg. They used another stent where the lock had shifted to and then ballooned the stent." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain higher access in the right common femoral artery. Vessel size was 10.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Act was 250 and both heparin and protamine were administered during the procedure. Systolic blood pressure was 250. Time to hemostasis was immediate but then it started bleeding. The patient was reported as fine post the stenting.

Manufacturer narrative:
(B)(4)